Event description:
It was reported that while advancing a 2.25x18 xience xpedition rx stent delivery system (sds) toward a moderately calcified lesion in the mid right coronary artery (rca) to perform direct stenting, though slight force was applied during the attempt to cross, the xpedition sds was unable to cross the lesion due to patient anatomy. The xience xpedition sds was withdrawn from the anatomy without resistance. The lesion was then pre-dilated with a 2.0x10 non-abbott balloon dilatation catheter. Prior to re-introducing the xience xpedition sds into the patient anatomy, it was noted that the stent had dislodged proximally onto the shaft. A 2.25x23 xience xpedition rx sds was used successfully to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the device with the balloon shifted distally on the balloon, but not dislodged. Additional information received indicated that the stent was intentionally pushed back onto the balloon (from its original proximal dislodged state) during repackaging for return shipment. Additionally, there were unknown fibers noted on the distal struts.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was unable to be confirmed however follow up information received noted that the stent was intentionally placed back on the balloon. The fibers noted on the stent struts during device evaluation were likely due to handling when the site placed the stent back on the balloon post-procedure. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.